Event description:
Add'l info received from the user facility: it was reported that after being discharged home the pt experienced thrombosis in the legs and required further surgery which led to sepsis and ultimately death. This is being reported event though this is not directly related to the device.

Event description:
The dilatation catheter was used to post dilate a multiple stents in the right coronary artery. While post dilating the third stent the balloon ruptured at 8 atm. When attempting to remove the catheter, resistance was met. After applying force the catheter was removed but a portion of the balloon had reportedly separated. The pt was sent to surgery for a coronary artery bypass. Pt was reportedly discharged home eight days post-op.